Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the cone of the access line male luer lock was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a oxiris, an external fluid leak was observed from the luer connector. There was no patient involvement. No additional information is available.